Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to an exposed pulse wire in the distribution node. The bare pulse wire caused a short on the distribution node pca board. The root cause of the exposed pulse wire could not be positively identified. No adverse event resulted from the exposed pulse wire. The pt received a replacement electrode belt.

Event description:
A patient called zoll customer support to report that he was receiving frequent adjust belt messages. The pt received a replacement electrode belt.